Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for chronic lower back pain. It was reported that the patient had trouble the other day with their pain stimulator, noting for some reason it wasn¿t working. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they did not notify they physician that day that the ins was not working. They stated they skimmed the manual. They decided to take out the battery, blow inside, and place it back in and that worked (it is perceived that the patient is referring to the controller). They stated when the issue occurred, they were charging the ins and it was saying the ins was finished but it was not. It was stuck on finished. They stated after resetting the battery they have not had any problems. No patient complications were reported as a result of this event.